Event description:
The tubing from the pt comes loose from the suction whenever the suction is being emptied or if the suction happens to dangle on the tubing. This has happened several times with at least one employee exposure to blood product incident.